Manufacturer narrative:
Patient weight is not available for reporting. Date of event is unknown. This report is for one (1) unknown femoral plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Reporter contact number (B)(6). This report is for one (1) unknown femoral plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent initial implant surgery on (B)(6) 2013. Post operatively, on an unknown date, an lcp plate broke after patient fell. The revision/extraction surgery took place on (B)(6) 2014. Due to poor bone quality, an intraoperative femoral fracture occurred. To finalize the revision successfully, a proximal femoral nail antirotation (pfna) system was implanted. Incident occurred during and post- revision surgery is captured under (B)(4). Concomitant parts: screws (part: unknown, lot: unknown, quantity: unknown). This report is for one (1) unknown femoral plate. This is report 1 of 1 for (B)(4).